Manufacturer narrative:
Inspected one random opened/used sensor and found sensor liner attached to sensor base instead of pedestal also found sensor liner fin broken and inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor electrode fractured while in the body. Customer stated that they did not received medical treatment as a result of the consumable fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.